Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and found that the customer was not cycling the cartridge. Tandem customer technical support educated the customer to properly cycle the cartridge before use. Customer changed the pump supplies, resumed insulin delivery, and delivered a little manual injection if needed. There was no adverse impact to customer¿s blood glucose level.